Event description:
A valiant thoracic stent grafts were implanted in a patient for the endovascular treatment of an acute descending thoracic aortic dissection approximately seven months ago. This was followed with a mitral valve repair two weeks later. The patient had originally presented with severe mitral valve insufficiency. The post op CT scan revealed a type ii endoleak via retrograde flow from the patient's subclavian artery. This was resolved by deploying an amplatzer vascular plug. Angiogram demonstrated cessation of retrograde flow to the site of the proximal aortic dissection and the patient was discharged in stable condition. At the one month follow-up CT a type I proximal endoleak was observed. The patient was brought to the operating room two months later for the endoluminal surgery to seal the endoleak. While the patient was being prepped for his endograft procedure, the patient could not be intubated and anesthesia was unable to ventilate. Patient's oxygen saturation dropped below 50% and an emergent cricothyroidotomy was performed. This was converted to a tracheostomy to establish a more permanent airway. The patient underwent procedure to resolve the endoleak the following day. Procedure was successful and uneventful resulting in the exclusion of the type I endoleak with deployment of one stent graft. Post operatively the patient had (B)(6), which was treated with antibiotics. The patient was discharged in good health after one week. Two days later, the patient returned to the emergency room with bleeding from the tracheostomy site and bilateral lower extremity weakness. An emergent neck exploration and trach revision was performed. An MRI was ordered to determine the etiology for his lower extremity weakness, but there was no clear lesion seen to explain the weakness. It was thought that the patient had a thoracic level spinal infarct. The patient was discharged in good condition two weeks later to a rehabilitation facility. Investigator's assessment states the descending thoracic aortic dissection is non-device, non procedure related. The lower extremity weakness is procedure related. The endoleak is non-device, non procedure related. The infection was procedure related. The trach ostomy was procedure related. None of the adverse events were deemed device related. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak, infection), patient's condition affected effectiveness of device (mitral valve insufficiency, type ii endoleak) evaluation, conclusion: device failure/lack of effectiveness related to patient condition (mitral valve insufficiency, type ii endoleak).